Event description:
Procedure: wedge resection. Reportedly, while the device was fired a cracking sound occurred, but the stapler finished firing to the end. After that, it was observed that the staples did not form properly. The pt was closed and an x-ray showed a metallic material was in the thoracic cavity. The surgeon re-opened the thorax, and retrieved the piece from the cavity.